Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3. Reference MFR. Report: 1627487-2018-06280, reference MFR. Report: 1627487-2018-06281. It was reported the patient bent forward and experienced a pulling sensation over her lower back near the ipg site. The next day the patient experienced pain in her right lower extremity and the programmer displayed that one of the leads was turned off. Lead diagnostics indicated multiple high impedances on both leads. X-rays were ordered and showed both leads were fractured. The patient underwent surgical intervention on (B)(6) 2018 where the leads and ipg were removed and replaced. Postoperatively, the patient is receiving effective stimulation.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2018-06280 ,reference MFR. Report: 1627487-2018-06281.